Manufacturer narrative:
Device evaluation: a vyaire field service representative(fsr) evaluated the device onsite and was able to confirm the reported issue. The front panel was replaced and the main board was removed from the old front panel and was installed on the new one. The unit was powered on, est (extended systems test)was ran and fio2 (fraction of inspired oxygen) was calibrated. Performance tests were done and the unit passed all tests and runs according to manufacturing specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has sent by customer and being reviewed by technical support. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator power cycled after a failed pre-user check. The unit was turned off then back on, but the touchscreen became unresponsive. There was no patient reported associated with this event.